Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula dislodged from the infusion site. We are unable to confirm or determine the root cause of the reported dislodged and bent cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level was 421 mg/dl, while wearing the pod between 4 and 24 hours. The pod reportedly was not adhering well to the skin. When removed from the infusion site on the abdomen, patient stated that the cannula was dislodged, and the cannula was found bent. As treatment, the patient stated they used a pen to bring their blood glucose level down.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no issues with the soft cannula that would contribute to dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts, drive stalls or alarm. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.